Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 358 mg/dl. Prior to going to the ER, a correction bolus was delivered to address the bg level. In the ER, the customer was treated with intravenous fluids of saline, insulin, magnesium, and potassium to address the elevated bg. Customer was discharged 8 hours later with the issue resolved and no permanent damage. The suspected cause was due to the customer's settings requiring adjustments. Changing carb ratio resolved issue.